Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Review of design/process (B)(6) confirmed that the failure mode is identified in the risk management document.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a left heart catheterization procedure on (B)(6) 2011. It was reported that there was no femoral angiogram taken to assess the suitability of closure. The physician chose the mynx device to close the femoral artery. There were no reported complications and it was reported that hemostasis was obtained with mynx. Within one hour post procedure, the patient's blood pressure (bp) dropped to 70/40 and her hematocrit fell from 11 to 7. The patient was reported to be on integrilin. The physician ordered a CT scan of the patient's abdomen which confirmed that there was a retroperitoneal bleed. The patient was admitted to the intensive care unit (ICU) and received 3 units of blood. The patient was discharged to home on (B)(6) 2011. No further information was provided.